Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No blank display noted. Insulin pump received with corroded motor assembly and electronic assembly noted during visual inspection. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump fell into water and the screen went blank. The patient's blood glucose level was not known. It was advised that the customer discontinue use of the pump and revert to a back-up plan. Nothing further was reported.